Event description:
It was reported that caller stated the patient reached targeted temperature of 33c, however they dropped to 32.1c. Water temperature was 34.8c, flow rate was 3.3lpm, patient 101kg with medium pads and universal (stated patient was well covered). Discussed medications recently administered and possibility of overshoot. Patient only covered with sheet. Discussed checking protocol for external measures (warm blanket, bair hugger, increasing room temp) they could take. Machine seemed to be responding appropriately. Water temperature was 35.7 at the end of the call. Per follow up information received via phone on 12jan2024, it was reported that therapy was completed on the male patient without any impact. They had a few questions, and the issues were resolved once mis completed troubleshooting with them so that they had a better understanding of the device.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name : requested, unknown. E1: establishment address: requested, unknown. E1: phone number: requested, unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device sheath and dilator could not combine. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. No blood loss was reported.